Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic knife that was blunt during cataract surgery. The surgery was completed by changing a blade. There was no patient harm.